Event description:
Reference number (B)(4). Events occurred in the united states. It was reported that child patient experienced an event of infusion set bent cannula on (B)(6) 2025. Patient was leaner and plays lacrosse. He did insert the infusion set himself and favoring areas on his body. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 700 mg/dl and the patient was treated with correction bolus via pump. No further information available.